Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 22ga x 1.00in. Nexiva unit. The photo displays a black matter which appears to be solid on the device. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, foreign matter may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. Also, as the device was opened, foreign matter may have been introduced after the packaging was opened. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported that the bd nexiva single port with maxzero, 22g x 1.0" experienced foreign matter contaminated. The following information was provided by the initial reporter: clave appears to have debris or ink inside of the housing. Kit not used.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port with maxzero, 22g x 1.0" experienced foreign matter contaminated. The following information was provided by the initial reporter: clave appears to have debris or ink inside of the housing. Kit not used.